Manufacturer narrative:
Complaint no: (B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in 2004. The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. The evaluation included functional testing of the device. The device was determined to meet functional performance specification requirements. Internal and external inspection was performed and no issues were noted. A short simulated therapy was successfully performed. During evaluation, no failure, or malfunction was identified that could have caused or contributed to the event. There were no increased intra peritoneal pressure (iipv) events identified that were considered related to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient died coincident with peritoneal dialysis therapy. The patient was not hospitalized prior to the death and passed away at home. The cause of the death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but was not available at this time.